Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose. Customer blood glucose was 600 mg/dl. Customer was reporting symptoms related to high blood glucose that were nausea, vomiting, difficulty in breathing and thirsty. Customer was treated with manual injection or insulin pen for high blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer was not using auto mode feature at the time of event. The insulin pump gave insulin flow blocked alarm. The insulin pump will not be returned for the further analysis.